Manufacturer narrative:
Follow-up #1 12/31/2015 device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2015 with the following findings: during testing, the pump was found to have functional vibration and sound; the sound volume was confirmed to be within specifications. The pump was opened and no moisture was observed inside the pump. Unrelated to the complaint, the display screen was found to be dim and discolored with pinkish coloration and the battery and cartridge compartments were observed to be cracked. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had intermittent sound and no vibratory features. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.